Event description:
A customer contacted beckman coulter inc. (Bci) to report waste accumulator flood.no injury was reported.

Manufacturer narrative:
On (B)(6)-2011, a bci field service engineer (fse) found no foam line from valve 22 to waste manifold was full of air; therefore, no foam was not being delivered to waste manifold. Fse replaced valve v22 and primed to assure flowing was obtained.